Manufacturer narrative:
Gehc surgery service personnel replaced lift motor power supply. Unable to duplicate problem.

Event description:
Customer reported system having intermittent trouble going down. System will hesitate and button to go down may need to be pushed several times before system responds. System will go down with out system having to be rebooted so there is no pt risk.